Manufacturer narrative:
This report is filed february 3, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin issues at the abutment site and was prescribed oral and topical antibiotics (date not reported). The implanted device remains.